Event description:
The rep is reporting that during an arthroscopic shoulder repair, a portion of the distal end of the helix anchor inserter broke off into the anchor and remains captured therein the bone hole. Anchor is sitting proud, but is holding well, however, on suture ripped because of this, dr. Not concerned. The procedure was completed successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had, and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.